Event description:
It was reported that prior to an iliac stenting procedure, pre-close placement of the suture was achieved of the common femoral artery using a perclose at device. A 6-french sheath was placed. Reportedly, after deploying the suture, the suture was clamped and set to the side. The access site was upsized to a 12-french procedural sheath. After the iliac stenting procedure was completed, the physician advanced the knot to the arterial surface, but bleeding continued. The physician decided to deploy a second perclose at device. After suture deployment of the second perclose at difficulty was encountered removing the device. The physician believed that the second perclose at was caught up in the suture of the first perclose at and pulled the device out from the vessel, but the second perclose at device was caught up in the previously deployed covered stent. When the second perclose at was removed the distal sheath had detached and remained in the vessel, which was removed with hemostats. Leaving the suture from the first perclose at in the vessel, two additional perclose at devices were deployed and the knots advanced to the arterial surface, but bleeding continued. Leaving the previously deployed sutures in place, contralateral access was gained and a covered stent was deployed at the access site, but bleeding continued. A non-abbott mechanical hemostasis device was placed on the access site to achieve hemostasis. The distal pulses were present, but because the non-abbott mechanical hemostasis device was left on the access site inadvertently overnight, the distal pulses diminished. After the non-abbott mechanical hemostasis device was removed blood flow was restored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for investigation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency. The other perclose at devices, are being filed under a separate medwatch manufacturer report numbers. Case description continued: there were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose at device. No additional information was provided.